Event description:
While preparing a dose, the IV technician discovered a 30 ml syringe with debris embedded inside. No dose made with it. Moc [manager on call] contacted. Collected affected syringe and will save for collection/evaluation. IV technicians will continue to monitor. Manufacturer letter of investigation and photo added to this report. Bd 30 ml syringe luer-lok tip - embout bd luer-lok, (B)(4), exp: 2030-05-31, lot: 5176260. Manufacturer response for 30 ml syringe luer-lok tip, 30 ml syringe luer-lok tip - embout bd luer-lok (per site reporter).